Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted broken occluder feet on the light blue main body. The reported condition was verified. The cause of the condition was the broken occluder feet. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life tansfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.